Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was advised to try turning the battery off. The patient spoke with the hcp who recommended a lidoderm over the counter patch. The cause of the issue was unknown, but the hcp thought it was sub q nerve impulses. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) felt like it was getting warm. The sensation was between the pocket and the spine and there were no allegations with the therapy. It was noted that the warm sensation was not all the time and did not occur when recharging. The patient recently lost weight, there were no reports of trauma/falls that could be related and troubleshooting could not be performed due to lack of access to the product. There were no further complications reported or anticipated.